Event description:
Information received notes that the device exhibited phantom programming. Although the device was previously programmed to vvi mode, interrogation revealed voo mode. Reprogramming and emergency vvi were successful, but during each interro- gation, the mode returned to voo. While awaiting a software download date, the patient expired "most likely" due to other medical issues (per the clinician). It was not known if the device was explanted at the time of death.